Event description:
Additional information was received from a patient. It was reported that patient had to take more pain pills plus the patient obtained pain patches and lotions. The replacement worked perfectly and was back to normal now. Patient now had both devices at home. Fedexpress would not pick up and the patient had no drop off. Patient called 5 times until they finally said they could not pick it up. They called the main office of the manufacturer but got no answer there either.

Manufacturer narrative:
Concomitant medical products: product ID 97754,serial# (B)(6), product type recharger product ID 37761, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) cord was loose in the recharger (insr) port, it had to be held in or it would fall out. There was no visible damage to the equipment. The patient reported they were in "a world of hurt" because they cannot charge the insr and therefore cannot charge the ins. A replacement insr was sent to the patient. They later called back stating they received the replacement device however the connector pin does not fit in to the replacement insr, and repair noted the patient was describing a broken metal pin on the dtc. A replacement dtc was sent to the patient.